Event description:
It was reported that log files were submitted for evaluation after the patient was hearing an alarm about power cable disconnects while on batteries. The patient could not get the alarm to resolve, so they and a member of their family performed a controller exchange. There were no reported issues surrounding the exchange or patient impact regarding the alarms. The submitted log files did not have any unusual events recorded prior to the exchange. It was specifically noted that there were no power cable disconnect alarms not associated with a swap between batteries and wall power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms could not be confirmed. Log files were sent for review and did not contain any unusual or atypical events. The submitted controller event log file captured the driveline was disconnected at 07:56:39 on 15apr2025, causing a driveline disconnect, low flow, and lvad off alarms to activate. These alarms are consistent with a system controller exchange. No other notable events were observed, and the system appeared to function as intended. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.